Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: the customer issued a complaint for ultrasafe devices which did not activate during use in the market. No samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Therefore, it is not possible to investigate the reported condition or determine the root cause. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint met all acceptable quality levels (aql¿s), were manufactured, and released according to applicable procedures and specifications. With no samples provided, it has not been possible to identify a root cause for the reported condition. Unconfirmed: no evidence provided.

Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard safety guard did not activate following the injection. The following information was provided by the initial reporter: "per the complaint, the pfs needle guard / safety device did not activate upon completion of the injection process at least 25 times across 4 users."